Event description:
It was reported that, after a primary bhr resurfacing construct had been implanted on the patient's left hip on (B)(6) 2006, the patient experienced a persistent coxalgia with local and systemic metallosis. A revision surgery was performed on (B)(6) 2021 to treat this adverse event. In this revision surgery, the bhr resurfacing cup (B)(4) and bhr resurfacing head (B)(4) were explanted. The patient outcome is unknown.

Manufacturer narrative:
Additional information was received for this event. Reference to sections: a2, a3. B5, b6, b7, d1, d4, g3, h2.

Manufacturer narrative:
A bhr femoral head (74121150, 50539 sn (B)(6)) and bhr cup (74120158, 36746 sn (B)(6)) were received for investigation following hip revision surgery for metallosis and persistent coxalgia. A review of the complaint history for the head and cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. The production records were reviewed for the devices involved in this incident. All the released devices involved met manufacturing specifications at the time of production. It was also confirmed that all devices were sterilised. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. Visual inspection was carried out on the returned devices. A wear patch and some damage were observed on the bearing surface of the bhr head. Damage to the rim, fine scratches and a scratch groove were observed on the bearing surface of the bhr cup. Wear analysis was performed to review linear wear on the bearing surface of the bhr head and bhr cup. The wear images identified a wear patch on the bearing surface for the bhr head, and a wear patch on the bhr cup that indicates edge loading. Maximum linear wear for the bhr head was 36.1¿m volumetric wear and the volumetric wear was 37.4mm³. On the bhr cup maximum linear wear was 49.9¿m volumetric wear 10.6mm³, for a combined head & cup maximum wear of 113¿m and volumetric wear of 48mm³. The available medical documentation was reviewed. As per the surgical technique, the acetabular component is to be impacted with 15-20° of anteversion and 40-45° inclination angle. However, the implantation operative report indicated the acetabular component was implanted at approximately 25° anteversion. The product evaluation indicated that edge loading has occurred. It is unknown if the increased anteversion of the acetabular component and/or edge loading led to accelerated wear and the ¿metallosis¿ noted intraoperatively. With the information provided, the clinical root cause of the ¿slightly elevated ions and metallosis¿ cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Based on historic wear data, after 14.5 years in vivo, the measured combined linear wear is higher than the expected wear for a non-edge loaded smith and nephew large diameter metal-on-metal device. The position of wear on the acetabular cup shows that edge loading has occurred. Based on the information provided, a probable root cause for the reported failure is unintended use error caused by incorrect implantation angle. No preventative or corrective action has been initiated as a result of this investigation h6: update codes g2: report source update

Event description:
It was reported that, after a primary bhr surgery had been performed on an unknown date, the patient experienced unknown symptoms related to metallosis. A revision surgery was performed on (B)(6) 2021 to treat this adverse event. In this revision surgery, an unknown bhr construct was explanted. The patient outcome is unknown.